Event description:
The customer was hospitalized with dka. The troubleshooting that was conducted indicated the device was working properly. Explained the two high bg rule and instructed to callback for further testing when tubing clamp received. The customer called back the next day very upset the bgs were still elevated and said their doctor will not let them back on the pump until they receive a replacement.